Manufacturer narrative:
The picture investigation was completed. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, air bubbles were observed inside the side port of the device. The potential cause of the air bubbles in the side port observed cannot be established. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a vizigo sheath. Before the procedure, there were visible air bubbles (microbubbles, bubbles, or air pockets) in the transparent tube connected to the end of the handle when flushing the device before it was used in patient. A second device was used to complete the procedure. There was no adverse event reported on the patient.

Manufacturer narrative:
During an internal review on 07-may-2026, noted a correction to the 3500a initial under h6. Type of investigation. It was processed as "device not returned (b17)" and should have been processed as "device discarded (b18)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).